Manufacturer narrative:
Clinical review: there is a temporal association between pd therapy on the liberty select cycler with cycler set and the event of peritonitis. However, there is no documentation to show a causal relationship between the liberty select cycler with cycler set and the adverse event. Additionally, there is no allegation of a machine malfunction reported for this event. It is unknown if the patient practices proper aseptic technique. The liberty select cycler with cycler set has been disassociated from this event as there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient was hospitalized for peritonitis. Discharge summary has been requested. The patient has a past medical history significant for diabetes mellitus and hypertension. The concomitant medication include metoprolol 2mg twice a day. Pdrn. The outcome reported event is unknown.